Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The impedances were tested and revealed measurements that were within normal range. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high impedances, however enhancements have been developed for improved lead to header connections.

Manufacturer narrative:
At this time, the device has been returned but evaluation is not yet complete. This record will be updated upon completion of evaluation or if additional information becomes available.

Event description:
It was reported that intermittent high out of range pacing impedances were observed on the non-boston scientific right atrial (ra) lead connected to this device. Subsequently, failure to pace in the atrium was observed resulting in some episodes of bradycardia. However, the patient was noted to have an underlying sinus rate of greater than 30 beats per minute. A revision procedure was performed. This implantable cardioverter defibrillator (ICD) and the non-boston scientific ra lead were replaced. No additional adverse patient effects were reported.